Manufacturer narrative:
(B)(4).

Event description:
The patient reported that he has had left vocal cord issues since his vns surgery. Follow up with the patient's treating physician revealed that the issue was confirmed to be vocal cord paralysis. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was planned to undergo a microlaryngoscopy procedure with vocal cord injection in relation to the previously reported vocal cord paralysis. No additional pertinent information has been received to date.

Event description:
It was reported that the patient's condition had improved since the injections to treat the vocal cord paralysis. No additional pertinent information has been received to date.

Event description:
The following was reported under MFR. Report #1644487-2019-01526: a 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that the device implanting surgeon damaged the patient's vocal cord resulting in the patient not being able to sing as the patient could prior to the surgery. Upon receiving patient identifying information it was determined that the report was a duplicate of the report captured under MFR. Report #1644487-2016-01142. All further information related to the event will be captured under MFR. Report #1644487-2016-01142. No other relevant information has been received to date.

Event description:
It was reported that the patient¿s voice was ruined when he went through the surgery to implant vns. No additional pertinent information has been received to date.